Event description:
It was reported that the wake button was extremely difficult to press and/or requires multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended but was still difficult to press. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump arrives.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.